Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead ;product ID: 3708140 ,serial# (B)(4), implanted: (B)(6) 2007, explanted: 2009, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: extension; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and hcp regarding patient's implantable neurostimulator (ins). It was reported that her ins was removed several years ago. Hcp office confirmed that on (B)(6) 2009, patient's ipg and extensions were removed. The lead was removed partial because it was embedded in scar and could not be totally removed. Op report also stated that the stimulator had reached end of life but the patient was not happy with the stimulation, so she opted to have it completely removed. In pre-operative discussion, patient understood that the lead may not be removed easily. It was decided pre-operatively that if the lead did not slide out with minimal laminectomy, then patient would not want to have the more extensive procedure done to remove it. They would still remove the pulse generator and the extensions. The lead was firmly embedded in scar (tissue) and could not be removed. The lead was amputated at the level of epidural space and partially removed per pre-operative discussion. The patient tolerated the procedure well and was taken to the recovery room in stable condition. No further complications were reported/anticipated. Indication for use was unsuccessful disc surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.